Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse replaced the sample syringe, all peristaltic tubing and the peristaltic pumps which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low sodium patient results and low chloride quality control results on their au480 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. Patient demographics were not provided. The customer provided one (1) example of the erroneous results.